Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed, the drive feature is twisted but not broken, based on photos provided by the customer. It is stated a torque indicating device was not used, which is recommended to prevent damaging the device. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to over-torqueing/over-engaging the driver with the screw head.

Event description:
It was reported during a revision rsa, all four t15 driver bits twisted and warped while trying to remove the 6.5mm central screw of the universal convertible baseplate. Peripheral screws removed fine but the central screw would not move, and the bits would twist before the screw would move. Central screw was removed by using a different driver bit. The part number(s) of explanted product is currently unknown. Additional information received on 3/8/21: the rep reported the primary procedure took place approximately four years ago at the same facility where the revision was performed. The revision surgery took place due to pain and possible infection. The rep reported they are unable to provide the part and lot numbers of explanted product.